Event description:
A report was received that a patient will undergo a pocket revision due to the location of the battery. The battery is causing the patient "dull pain" which becomes sharp with prolonged sitting.

Event description:
A report was received that a patient will undergo a pocket revision due to the location of the battery. The battery is causing the patient "dull pain" which becomes sharp with prolonged sitting.

Manufacturer narrative:
The physician revised the ipg to a more comfortable location. The patient is reportedly doing well following the procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.